Manufacturer narrative:
Findings: pump was received with error alarm during basic occlusion test due to moisture damaged inside sensor resistor. Unable to perform occlusion test due to error alarm. Unit had cracked case at display window corner and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer stated that they could not exit the "preparing to prime" loop. Furthermore, the customer reported insulin squirting out of the device during ht manual prime sequence. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.